Event description:
The user facility reported that a syringe was filled with heparin solution and then, connected to the venous-side tubing circuit for infusion to a pt undergoing dialysis treatment. Some initial quantity of heparin was infused until the plunger reached the 6 to 7 ml graduation marks. The syringe was placed on the table beside the pt and remained connected to the tubing circuit, but was left unattended for some time. A deformation was reported to be present in the gasket and allowed blood to leak out of the syringe onto the floor. The facility estimated a blood loss of about one liter before the problem was detected. The user facility reported that the pt recovered. The user facility did not indicate that any add'l medical treatment was necessary.